Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 444 mg/dl and current blood glucose level was 415 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such customer was thirsty. Customer was treated with insulin pump. Customer did not allege insulin pump was under delivering. Customer stated that they about 3 months back she had an air bubble in her tubing and disconnected and primed it out. Customer declined to perform the high pressure test. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.